Event description:
Zoll customer support was notified of a pt death via an email from zoll logistics. Per zoll logistics, the pt passed away on (B)(6) 2013 at the hospital. Upon receipt of electrode belt sn (B)(4), the electrode belt failed the detect and treat test.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt death) has been investigated. Upon receipt, all gels were deployed, the trunk cable was pulled from the strain relief, the j702 connector was damaged and the electrode belt failed the detect and treat test. The cause for the test failure was damage to j702, the trunk cable connector inside the distribution node. The damage to the j702 connector was due to the pulling of the trunk cable from the strain relief. The root cause for the pulled trunk cable cannot be positively identified but is likely excessive force when attempting to remove the device from the pt. The death memo concludes that the device properly detected ventricular arrhythmias. However, at 17:34:27, the pt was in a slow ventricular tachycardia at 107 bpm below the threshold for treatment. Therefore, the pt was not treated. At 17:35:40, the pt was in ventricular fibrillation, but the device did not treat due to detection of dual noise, right, front, left and back falloff (the device was probably being removed). The belt was then disconnected and shutdown.